Event description:
The advocate stated his wife received a blood glucose reading of 160mg/dl at 5:30am, but she felt as though it should have been low; she was shaky, dizzy and had blurred vision. He decided to take her to the hospital and upon arrival at 8:30am, her blood glucose reading was 41mg/dl. She was given apple juice and graham crackers to eat. She was discharged an hour later. The advocate was advised to return the test strips for evaluation. New kit was sent to the customer.